Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.